Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and were triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 88 to 116 mg/dl range and sensor reading was 40 mg/dl range. Customer declined troubleshooting. The sensor is returning for analysis.

Manufacturer narrative:
Evaluated one random opened/used sensor and performed continuity resistance test and sensor failed per specifications.